Event description:
Reporter called and alleged discrepant results when compared to a lab. The reported device result was 6.4, 4.0, 2.8, 2.0 and 2.2 inr. The corresponding reported lab result was 4.0, 2.9, 1.9, 1.5 and 1.7 inr.